Event description:
Additional information was received from a patient. It was reported the patient had notified their healthcare provider (hcp) who dismissed them and stated they would see them in 2-3 years for a new battery. The circumstances that lead to the lack of therapy was the patient didn't know if they were to continue increasing the settings after a good day. The steps taken to resolve the issue was the patient just kept it at 4 - 3.4. When asked if the lack of therapy had been resolved, the patient stated "more or less" and noted they had been prescribed prednisone for ten days due to tendonitis in their foot - whether this had any effect the patient did not know. The patient mentioned it was better last night as they had finished their medication.

Event description:
Additional information received from the patient reported that she had not notified her managing physician but called someone. The lack of therapeutic effect was actually the level and she just needed help setting the program. The step taken to resolve the issue included a change of programming. The lack of therapeutic effect had been resolved.

Event description:
A consumer reported that a patient is not getting therapeutic benefit at night. They tried all of the 4 programs within the first few days of implant. Later, on the day of the report, the consumer reported that they were not able to get the programmer to work properly. They decreased stimulation to 3.2 and wanted to increase stimulation but they are getting an error and they are not able to increase. Stimulation was verified as not on. They turned stimulation on and could increase the stimulation to 3.3. On (B)(6) 2016, the patient reported they noticed incontinence at night on the friday and saturday prior. The patient stated they started to take oral prednisone for their foot about four days prior. They confirmed they do feel stimulation. The patient did talk to their doctor about the oral prednisone but the doctor told them they were not sure. On (B)(6) 2016, the patient reported the same issues and wanted to know how the different programs work. It was reviewed how the programs work and the patient says that "program 2 has strong pulses at 1.5 and program 1 is much calmer at 1.5". The patient was redirected to their healthcare provider (hcp). The implanted neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/ gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient has experienced a loss or change of therapy. The patient reported constant trouble and that they are using 2-3 pads during the night. The patient stated that it is not working. The patient stated that they have increased, decreased, and changed programs and it is not helping.

Event description:
Additional information received as patient reported the changed in device programming and changing numbers led to lack of therapeutic effect in the night. Symptoms had not resolved yet and they have talked to medtronic representative for program change.

Event description:
Additional information was received from the spouse of the patient. The patient¿s spouse reported that the patient was continuing to work with a manufacturer representative (rep) regarding the previously reported issues. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.